Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive as customer tried to put the pump into storage mode. The customer's blood glucose level was 195 mg/dl. Customer technical service walked the customer through putting pump into storage mode successfully.